Event description:
Patient is a male with bmi 25. Procedure type: lap sigmoid. According to the reporter: the eea trocar was placed through the colon slightly beside the staple line. After firing the device it was noticed that 1/4 of the staple line was incomplete. A new instrument was used to complete the procedure. Surgery time was extended by forty minutes. The patient is in well current condition.

Manufacturer narrative:
Initial report sent: 04/02/2009.